Manufacturer narrative:
Device received with cracked reservoir tube window corner noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose and the insulin pump was damaged. The customer blood glucose was 498 mg/dl. The customer treated with an insulin pump. The customer also stated that a month ago she noticed a crack on the reservoir compartment going toward button. The customer declined to troubleshoot for high blood glucose. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replace. The insulin pump will be returned for analysis.